Event description:
Pt implanted with knee interpositional device reported knee pain after normal rotating movement of knee. Device dislocated, and implant was removed in 2009.

Manufacturer narrative:
Interpositional device was explanted due to dislocation. Review of device history record indicated that the device was manufactured to specifications. Reason for dislocation could not be determined.